Manufacturer narrative:
Additional information: this initial medical device report was initially submitted as an initial and follow-up. Per the food and drug administration, this is being re-submitted as an initial only. Manufacturer narrative: the reason for this revision surgery was a result of patient joint looseness after 4.6 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the third complaint against lot number 53990645; this one for part looseness and two were caused by subscap tears. A total of seven complaints have been submitted against this part number. The remaining complaints have resulted from other issues such as infections, and instability. The root cause for the joint looseness was not reported. Factors un-related to the implants that may contribute to a patient joint looseness are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: due to the glenoid component becoming loose, the surgeon implanted a new head and neck.

Manufacturer narrative:
The reason for this revision surgery was a result of patient joint looseness after 4.6 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the third complaint against lot number 53990645; this one for part looseness and two were caused by subscap tears. A total of seven complaints have been submitted against this part number. The remaining complaints have resulted from other issues such as infections, and instability. The root cause for the joint looseness was not reported. Factors un-related to the implants that may contribute to a patient joint looseness are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the glenoid component becoming loose, the surgeon implanted a new head and neck.